Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. He did not perform an arteriogram before inserting the device and could not confirm that placement was in the common femoral artery. The needles stalled on deployment and the pt complained of pain at the access site. The cardiologist attempted back-down, but could not remove the device. The pt was sent to surgery for removal of the device. The surgeon noted that both needles were present and equally positioned in the artery, but the barrel was rotated and not in the locked position. There was a small nerve in the area that the needles had been pulled through, accounting for the pt's complaints of pain. Surgery was successful and the pt did fine. The returned device was inspected. Inspection findings confirmed that the device hub was not locked in place during deployment as clearly is required by the instructions for use (IFU). Without the barrel being locked, the barrel entrance did not align with the needle tracks, apparently causing the needles to strike the barrel face and stall. There also is evidence that the cardiologist continued to attempt deployment after meeting resistance, causing buckling of the needles and deformity of the sheath. Continuing deployment after meeting resistance is also in contradiction to the IFU. Once the needles buckled, backdown could not be performed successfully. When backdown is successful, the device can be removed and hemostasis is possible without requiring surgical intervention. Therefore, user error was the root cause of this event.